Event description:
It was reported that during the implant attempt, the atrial lead could not be fixated to the heart. Different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The helix extends and retracts within product specification. Full lead was returned and analyzed. Proximal conductor had blood/body fluid, outer insulation breached cut. There was blood on helix.